Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[pcu p2 keypad corrective action]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: remedial action required, remedial action #. Annex a: a0705. Annex b: b01. Annex c: c17, c0601. Annex d: d07, d01. Annex g: g02002.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[pcu p2 keypad corrective action]. There was no reported patient involvement.